Event description:
It was reported that high impedance was observed on the day of surgery, with impedance measurements of 29414 on contact 9, 40000 on contact 10, and 40000 on contact 15. It was reported that the issue remained ongoing and unresolved. Procedural troubleshooting was performed by removing the lead, cleaning it, and reinserting it into the implantable pulse generator header with no change. Additional troubleshooting was performed by moving the lead from the 8¿15 port to the 0¿7 port of the implantable pulse generator header, with no change and the same findings mirrored. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the ins was replaced. The explanted ins was discharged and was unable to be interrogated for impedance. Additional information was received from the manufacturer representative (rep). It was reported that ins was replaced due to normal eol and was no longer serviceable.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 21-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.